Manufacturer narrative:
Device was not returned for additional evaluation and investigation. As device information was not provided, a review of the device history record. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Voluntary medwatch reports mw5154450 and mw5154451 were received and reported the same incident. The report stated: "patient had fluid accumulation around prometra pump. It was determined the catheter was also flowonix, and the catheter and pump was not in place leading to the fluid accumulation. The pump was replaced in 2024.". The reporter of the issue asked to remain confidential and the device information was not provided. As this is the case, no additional follow up can be performed for this issue.